Event description:
Additional information was received from the manufacturer's representative. It was reported that the ins was discharged. The patient was due to charge but ended up in the hospital and was unable to charge. Issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). It was reported that the rep was able to interrogate the ins which showed the ins was depleted. The rep used the recharger and was able to start a charge at 8 coupling bars and it showed 0-25% charging. The recharger statistics had one line item that showed the ins incrementing in the recent 3 minute session; the rest of the sessions were from the day of the report and 0s. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the recharger (insr) was not charging the device. Patient was admitted to the hospital for reasons unrelated to the device/therapy and did not bring their insr. Patient was in pain and clarified the pain was the pain that they were implanted for. Patient was unable to establish communication with the pp and patient's last successful charge was right before they were admitted. No further complications were reported/anticipated.